Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. It was reported that while the nurse was connecting the tubing set to the patient's IV access site, the tubing separated from the male adapter option-lok. An unspecified amount of blood loss was reported. The tubing set was replaced and the unspecified therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.